Manufacturer narrative:
H4 device manufacture date was added. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was not received for the investigation. One digital image was received for evaluation. Upon reviewing the image, the reported condition could not be confirmed. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluation to confirm the issue and a possible root cause. At this time, an action plan is not deemed necessary. However, as a containment measure, staff were notified of the reported condition to raise awareness. If additional information is obtained, the complaint will be re-opened for further investigation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported in the multi-purpose intensive care unit, it was found the urine was not flowing in the device. This problem is recurrent according to the health care team. This incident causes discomfort and pain to the patients and put them at risk of urinary globes.